Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported a right side capsular contracture baker grade unknown and pain. Device remains implanted.

Event description:
Healthcare professional confirms right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.2, h.6.

Event description:
Patient reported a right side capsular contracture baker grade unknown and pain. Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: creases fold, white particles in the shell and the weight the device within specification. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.